Manufacturer narrative:
Calibration was last performed on 06-dec-2023. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The field service egnineer (fse) found that a sipper was dripping and repaired it. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial result was 81.1 ng/ml. The doctor questioned the result which prompted the customer to repeat the sample. The repeat result was 40.29 ng/ml. The repeat result was deemed correct.